Event description:
It was reported that an o-ring was missing on the cartridge. The customer loaded a new cartridge to resolve the issue. Customer's blood glucose level ranged from 147-148 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.